Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjustment to the workstation 5vdc power supply required. The adjustments were completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluoroing screen on the 9800 system is turning black (live image is snowey, blurred, and dark when fluoroing). There was no report of patient injury.